Event description:
It was reported that there had been a patient alert for high lead impedance. The patient was brought in and the physician confirm that the lead (6945) had a resistance of greater than 3000 ohms. The physician could not read the serial number of the lead. A new lead was implanted. It was also reported that during the implant the physician explanted the defibrillator (7232cx) and implanted a new device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.